Event description:
It was reported that prior to a lap hepatectomy procedure, the trigger of the device could not be fully closed, preventing the device from being fired. A competitor's device was used to complete the procedure. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. However, the device did opened and closed without any difficulties. The device was disassembled to verify the condition of the internal components; the left shroud pinion axle support was found damaged and one short rack teeth was found broken, no functional test was performed. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specs. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. Results, conclusions: damaged firing mechanism.